Manufacturer narrative:
The device was not returned for analysis. The reported material separation issue cannot be confirmed. Corrective and preventative actions (CAPA) reviews was performed and revealed no indication of a product quality issue. A query of the complaint handling database for the reported lot could not be completed as the lot number of the device was not reported. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case the cause is related to the reported information that the material separation occurred when the patient moved abruptly. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a venotomy closure of the calcified common femoral vein after an interventional procedure with an 8f sheath. Reportedly, the patient sat up abruptly, causing the suture to break. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.